Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced fainting and having ''serious problems''. The patient thinks this is linked to the implantable pulse generator (ipg). The patient also stated that the right atrial (ra) lead and right ventricular (rv) lead "weren't going where they were supposed to." The patient reported that this was addressed and that they are feeling fine now. The ipg and both leads are still in use. No further patient complications have been reported as a result of this event.